Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. The 5.5 x 40 mm supera self expanding stent system (sess) was advanced to the lesion without issue. After all deployment steps were complete, the stent would not fully release from the delivery system; therefore, the sess and the stent were retracted into the sheath with some resistance noted. All devices were removed together. After removal, the physician wanted to reuse the sheath; therefore, an attempt was made to remove the sess, but the shaft separated. A new supera sess was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report, the following information was provided: the pre-dilatation was performed with a 5.0 x 120 mm balloon catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4)- failure to follow steps/instructions. Evaluation summary: the device was returned and the reported tip separation was confirmed. The deployment issue and difficulty removing could not be confirmed because the stent had already been deployed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database and a review of the historical data revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. It was reported that the vessel was predilated using a 5.0 mm balloon dilatation catheter. Per the supera instruction for use (IFU), the recommended pre-dilatation diameter for a 5.5 mm stent is greater than 5.5 mm balloon. The vessel was pre-dilated with a 5.0 mm balloon, which likely contributed to the reported difficulties. The reported resistance noted while pulling the stent system into the introducer sheath was due to pulling the partially deployed stent into the sheath.